Event description:
It was reported that the patient passed away. Log files were sent for evaluation to determine events leading up to passing. The log files captured no external power event on 30jan2026. Additional no external power events on 31jan2026 and 04feb2026 were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump supported during these events. The log files also captured intermittent low flow flags and alarms on 15feb2026 between 16:13:51 and 17:04:43. There did not appear to be any type of mechanical circulatory system (mcs) equipment issues causing these events. The log file ended with the driveline being disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The log files captured a no external power alarm at the beginning of the log file on 30jan2026; however, the events leading up to this alarm were not captured. The alarm was resolved when both power cables were shown as connected to external power on the mobile power unit (mpu). The backup battery supported the system until external power was restored, and pump function was not interrupted. The pump operated as intended within the expected speed range during this no external power event. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The system controller (serial number (B)(6)) was not returned. The root cause for the reported event was unable to be conclusively determined through this analysis the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage and no external power alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. Heartmate 3 patient handbook and heartmate 3 instructions for use under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.